Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their right front tooth has a crack and a small chip as the bottom and their front teeth feel very out of line. They now have an overbite. They also feel a lot of pressure from the aligner. Their back two top left teeth still have a significant gap between them that collects food. Their bottom teeth in the front are very crowded now. The right front lower middle tooth sticks out and is affecting their bite. This is hitting the back of their right front tooth when they chew. Patient states that their teeth are very different that when they started treatment and not in a good way. Requested further information from the patient.